Event description:
It was reported that during implant, the rv lead would not fully insert into the device header as the lead would not align with the header hole electrodes. Device was not implanted. A new device was successfully implanted without adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported field event of an inability to insert the lead into the header was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The cause of the reported inability to insert the lead into the header could not be determined.